Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error alarm. The blood glucose reading was 171 mg/dl. Prior to the event, the customer was in the pool and the insulin pump was exposed to moisture. The customer has tried pressing the esc and act buttons, but the unit is not working. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.